Manufacturer narrative:
A supplemental report is being submitted for additional information received, analysis and investigation completion. Product event summary: one (1) controller ((B)(6)) and one (1) monitor data cable (unknown lot number) were returned for evaluation. No performance allegations were made against the monitor data cable. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller manufacturing documentation confirmed that the associated device met all requirements for release. A review of the data cable device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the device lot number is unknown. Failure analysis of the returned controller, as well as visual evidence provided by the site, revealed bent pins within the serial port of the controller. The bent pins did not allow the data cable or the alarm adapter to properly connect to the controller. During supplemental testing, the serial port connector was replaced, after which the controller performed as intended. Internal visual inspection did not reveal any anomalies. Log file analysis revealed no anomalies. The returned data cable passed functional testing. Visual inspection, as well as visual evidence provided by the site, revealed that the connector had a worn-out center block. The observed damage did not affect the functionality of the device; the data cable was able to adequately connect to a test controller and perform as intended. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a forced or improper connection of the monitor data cable during initial setup of the controller at the site. CAPA pr00384004 is investigating bent/damaged pins with controllers 2.0. Based on the available information, the most likely root cause of observed worn out data cable can be attributed to wear, likely due to normal disconnection and reconnection between the data cable and metal serial port connectors on the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a data cable monitor was returned to the manufacturer. The manufacturer's analysis subsequently revealed mechanical problem identified.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a new, never used controller experienced an unstable or poor mechanical connection out of the box. There were bent pins observed in the data port making it impossible to connect the data cable. There was no patient involvement.